Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that during unspecified aneurysm embolization procedure, the physician advanced the coil implant through the microcatheter and was able to get the coil out of the microcatheter about 70% of the 60cm coil length. The physician then realized they did not have enough artery length and attempted to pull and re-capture the coil back into the microcatheter, when the coil unintentionally detached. The coil was implanted in the patient and case completed as normal. The patient was fine.